Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. Initial reporter name and address: reporter phone number unknown. The customer troubleshot with philips technical support. The customer replaced the heated filter and check valve.

Event description:
It was reported that the ventilator was failing extended self test (est) with error code exhalation flow outside range. There was no patient involvement. The event date was not specified; estimate used.